Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 300 mg/dl and 23 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Upon further investigation by baxter the following information was obtained: the customer discontinued use of the homechoice (hc) machine and returned it to baxter's product analysis laboratory. The following information was obtained from the patient's nurse: on (B)(6) 2010, the patient died due to (B)(6). On (B)(6) 2010, the patient experienced a heart attack and died the same day while in the hospital. The reason for the hospitalization was not reported. It was unreported whether an autopsy was performed. The cause of the death was related to (B)(6). (B)(6) therapy was ongoing until the patient's death. Per the nurse, the fatal (B)(6) was unrelated to (B)(6) therapy. The nurse did not provide an opinion of causality for the heart attack. There was no reported peritonitis. The nurse declined to provide further information. Concomitant medications were not reported.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.